Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 348 mg/dl. The customer's other blood glucose was 438 mg/dl, 534 mg/dl. The customer did experienced the symptoms such as difficulty in breathing. The customer was treated with bolus and insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did allege insulin pump was under delivering and insulin pump had insulin flow block alarm. Customer was performing displacement and self test and it was pass. Customer reported that auto mode was not using during high blood glucose. The insulin pump will be returned for analysis.